Event description:
Customer called for service in 2007 a third party adi to repair a system, the cpu and image processor was replaced and their service reports they reloaded software. System now has a 5 arrow error and the debug monitor system loads to check some error.

Manufacturer narrative:
The third party company is going to be called to repair system.